Event description:
A definitive root cause could not be determined.

Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation was performed, the implants had signs of use with bone debris on the external threads. The crown couldn¿t be removed. No damage identified or signs of malfunction that would contribute to the event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, the clinician used excessive torque when placing the restorative component. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was over torqued when the crown was added. Tooth site #12 (universal). The implant was removed.